Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has an appointment on (B)(6)2019 with their doctor. The patient was asked to clarify their ins feeling like it was "hanging there" while lying down was that it felt like it was loose, the lump is still there and the awkward feeling of it hanging is still there. The patient is waiting to see if their body will heal itself in the meantime. The patient also noted that their doctor had adjusted their meds. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient developed a "little cyst or knot" on the back of her spine a month or so after her ins was implanted. The patient added that at the same time, it felt like her ins was "hanging there" while lying down. The patient mentioned that this feeling was uncomfortable and sore. The patient states that she has been unable to wear certain types of jeans because of this issue. The patient let the ins die and stopped using it because anytime she used it, the "lump" got bigger. The patient added that since she stopped using the ins, the lump is smaller but still there. Her healthcare provider (hcp) cut back on her medicine. The patient inquired if the reported event is normal. Known adverse events were reviewed and the patient was redirected to hcp to discuss further. Physician listings were sent. The patient mentioned that she would like the ins explanted. No further complications were reported/anticipated.